Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis manifested by abdominal pain and turbid effluent. On the day after the onset, the patient was hospitalized through the emergency room for the event. The cause of peritonitis was not reported. On an unreported date, the patient was treated with unspecified antibiotics. Five days after the hospitalization, the patient was planned to be discharged. The patient was recovering from the peritonitis and physioneal therapies were ongoing. No additional information is available.